Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was not received; however, a device anvil was received. Functionally, the device was subjected to a measured anvil attachment test using the received device anvil, with an acceptable result. The device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and the pushers advanced. The device anvil was not found to be difficult to tighten to the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis on laparoscopic total gastrectomy, the surgeon felt a resistance to fit the anvil, so the anvil would not attach to the device after several attempts. By forcing the anvil into the device, it was observed that the device closed by itself. After more attempts, the anvil was fitted to the device, but it loosened from the device with any movements made. The surgeon decided to make a small incision in the abdomen to manually fit the anvil into the device, but still felt resistance to fit it. The surgeon then decided to enlarge the incision, not more than 1 inch, and used the staple that came with the stapler to finish the circular anastomosis and complete the case. The surgical time was extended 30 minutes or more due to the problem. The event extended patient hospitalization.